Event description:
The caller reported an issue with the t:slim x2 pump battery, which would not charge despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, instructing the caller to return the problematic pump and use multiple daily injections as a backup therapy to ensure continued insulin delivery. The caller was informed about the steps to take upon receiving the replacement pump, which was sent out without requiring a signature upon delivery.